Event description:
On (B)(6) 2011, the pt wife reported the up and down buttons of the infusion device do not respond. She stated the issue is intermittent and began about a week ago. The infusion device has not been dropped recently but has been dropped in the past. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.